Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors instrument to perform failure analysis (fa). Fa was not able to confirm and reproduce the customer reported complaint. The instrument was tested on an in-house system. The instrument passed the recognition test. The recognition test was performed a total of three times and passed. A review of the log shows no errors. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. Additional observations not reported by site that are not related to the customer reported complaint: the instrument was found to have failed the engagement test during in-house testing. The instrument was installed on an in-house system and failed the mechanical engagement sequence. The instrument pitch and yaw inputs failed to engage with the in-house system's sterile adapter during multiple attempts. The instrument was found to have a broken tube extension at the orange plastic section. No pieces of the tub extension were missing. As a result of the damage the distal tip assembly broke off and was not returned with the instrument. Thermal damage was not observed. The instrument was found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found the main tube to be broken that potentially contributed to the broken grip cable. The instrument was found to have a broken distal pitch cable at the proximal clevis hole. The broken cable segment that contains the crimp was missing. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found the main tube to be broken that potentially contributed to the broken pitch cable. The instrument was found to have a broken conductor wire at proximal clevis hole. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The distal tip assembly was missing. The parts missing are the blades, distal clevis, proximal clevis, and idler pulleys. This also includes parts of the grip and pitch cables and conductor wire.

Event description:
It was reported that prior to the start of a da vinci-assisted inguinal hernia surgical procedure, the monopolar curved scissors (mcs) instrument was not working. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: reporter confirmed the issue was identified prior to the start of a procedure on 06/18/2024. The mcs instrument was not recognized by the system and there was no apparent damage. There was no patient injury due to the reported failure.